Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic stuck to the optic. The surgeon left the iol implanted anticipating that it would warm up and unfold; however, the haptic remained stuck and the iol dislocated. The pt experienced poor near vision. In a f/u, the surgeon reported that the iol was repositioned during an add'l surgical procedure. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/07/2009, 12/08/2009, and 12/18/2009 by phone, fax, and mail. Add'l info was obtained by phone. A completed questionaire has not been received.